Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump had poor act and esc button response. The potentially significant event leading up to the alarm was the customer taking a bath, with the insulin pump left inside the steamy bathroom, but not in the bath tub. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 45 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.